Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Function testing performed included underwater pressure testing, clear passage testing, clamp function testing, and integrity of seal surface testing. All the functional testing performed had acceptable results and the reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a connection issue between the transfer set and a twin bag. The connection got loose and disconnected during use. There was no patient injury or medical intervention associated with this event. No additional information is available.